Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found,the distal conductor of the lead was extrinsically over-rotated,visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the physician had difficulty placing the lead due to patient anatomy. The lead had bad threshold and when the lead was connected to the device it had high impedance. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.